Event description:
The facility reported a colleague infusion pump with failure code 810:11, which was identified during bio-medical testing. Upon reviewing the pump's event history, baxter quality engineering discovered this event interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 810:11 was confirmed in the pump's event history, but not duplicated during product evaluation. Therefore, no assignable cause was provided during product evaluation and no repair was necessary for the reported condition.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Issues concerning air in line printed circuit board failures are currently being investigated under (B)(4).